Event description:
It was reported in a journal article that that 48 hours post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), prior to discharge, the patient experienced an inappropriate shock. Post-implant chest x-ray was not performed. The device interrogation showed a continuous baseline shift and oversensing of low-amplitude signals, followed by shock. Air entrapment was thought to be the cause of the noise. The s-ICD sensing vector was reprogrammed with no further events. It was noted that the implant procedure was performed following the three-incisions technique without preventive maneuvers to prevent air retention. Defibrillation threshold testing was successfully performed. The primary sensing vector was programmed at implant. The s-ICD and electrode remain in service and no adverse effects were reported. The date of the incident is estimated. The serial number of the device and electrode are unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.